Event description:
It was reported that the patient had bump, pain and infection on the infusion set insertion site and had visited emergency room for further management event occurred on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.